Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a faulty main board. The main board was replaced to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.